Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 2d5lt was returned with the sleeve assembly damaged; the tip of the sleeve was returned separated inside a bag. The obturator was not received for analysis. During inspection with magnification it was noted that the sleeve was melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.